Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device was not been returned to olympus medical systems corp. (Omsc). Omsc confirmed that the subject device had passed 5 years since it was manufactured. The exact cause of the reported event could not be conclusively determined. However, there was the possibility that the reported phenomenon might be attributed to the malfunction of the printed circuit board or the malfunction of the lcd panel.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the endoscopic image disappeared during a bronchoscopy procedure. The user facility completed the intended procedure with the subject device. There was no report of patient injury associated with the event.